Event description:
Patient had a full revision performed. Per the surgeon, no obvious issues were observed. The explanted lead has not been received to date. No additional relevant information has been received to date.

Event description:
Patient was reported that had have a few fall accidents since their previous battery replacement. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
The explanted devices were discarded and are not available for analysis.

Event description:
Patient was interrogated and high impedance was observed. Generator settings were adjusted by decreasing output current and increase pulse width. Output current was noted to be unable to be delivered. Xrays were taken and provided. Based on the xrays provided, no sharp angles or gross discontinuities were identified in the visible portion of the lead and no issues could be found with the patient's generator and leads. The presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known surgery has occurred to date. No additional relevant information has been received.